Event description:
Getting different reading. Analysis run on consensus error grid (ceg) using mean reading (56) as reference point vs bd reading (21,91) yielded some data points in the c range of the grid, outside acceptable limits.